Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation since implant. The lead was repositioned. The patient was stable after the procedure and the stimulation was resolved. The patient would continue to be monitored.